Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument detached; the surgery was immediately continued after replacing it with a backup instrument. A fragment fell into the patient and was retrieved during the same procedure; the detached tip was removed immediately, all visually identifiable fragments were removed (1 fragment), and the patient showed no abnormalities. The procedure was delayed for approximately 5 minutes for instrument replacement and fragment removal. There was no bleeding and no patient abnormalities. The fragment removal was completed and enclosed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument used during the surgical procedure was inspected before use, with no damage or abnormalities observed at that time. During the surgery, a device fragment unexpectedly fell inside the patient; however, there was no evidence of instrument collision or accessory tip impact that could have caused the issue. The precise surgical task ongoing when the fragment fell, as well as the surgeon's opinion about the cause of the breakage and the duration of instrument use prior to the incident, were not specified in the available information. The instrument did not collide with other instruments or hard materials. The fragment(s) were retrieved during the same surgery, confirmed by visual inspection, and no additional surgical intervention was needed. The operation was successfully completed robotically, without any additional injury to the patient, and the patient has not required further hospital visits for related complications. The instrument and associated accessories are available for return to isi for evaluation, though photographic images or procedural videos were not available for review.